Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have been dislodged. The ra lead was explanted and replaced. The patient was in stable condition throughout.